Event description:
The facility's manager of the pediatric intensive care unit reported that when infusing inotropic medications at low rates, 2-3ml/hr, the patient's blood pressure was noticed to be spiking and dropping. A triple channel colleague infusion pump was used on a patient who was "decanulated" and taken off the ECMO. The patient was reported to be stable. The pump was infusing lasix at a rate of 0.8ml/hr. Approximately 13 syringe pumps were connected to the lasix line via 7-8 stopcocks. The syringe pumps were infusing fentanyl, epinephrine, milrinone, nor epinephrine, and other unspecified medications with maximum concentrations and at very low rates. The patient was reported to have experienced abrupt spike and then drop in the blood pressure, twice. The patient was administered a bolus of epinephrine, to stabilize the blood pressure, and the inotropes were turned off. Reportedly, it looked like the colleague pump did not have a "continuous infusion". The colleague pump was removed from use and the inotropes were restarted using just syringe pumps. The patient recovered and no adverse outcome resulted from the event.